Event description:
The MFR was made aware of an allegation by an end user that he received a "burn" on his arm as a result of placing his arm and heated tubing associated with a continuous positive airway pressure (CPAP) device under his pillow while sleeping. There was no serious or permanent injury reported, and no medical intervention was required. Despite numerous requests by the MFR, the device and the associated accessories have not been returned for investigation. A f/u report will be filed upon completion of the MFR's investigation.